Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed, and no anomalies were found.

Event description:
It was reported that the patient had pain and discomfort at the implant site that radiated down the left breast and axillary region. The device remains in use; however, a pocket revision is scheduled to move the device to a more superior and medial site. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).